Event description:
Reporter alleged being unable to use the advantage system meter for customer's blood glucose testing due to the generation of an error message indicating the strip insertion slot was contaminated with blood. Reporter stated the customer was experiencing low blood glucose symptoms and was dizzy as well as had incoherent speech at the time of the testing attempt however, the exact location of the testing was not provided. Reporter indicated calling paramedics as a result of the customer's continued low symptoms and their meter read 26 mg/dl where customer was then treated with a glucose shot and IV. No other actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. The advantage system: meter and comfort curve test strip lot number 549549 with an expiration date of 03-31-08.

Manufacturer narrative:
The suspect product is the advantage meter.